Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power, reset error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm, failed battery alarm or bad battery alarm was noted. The insulin pump was received with a stripped battery cap coin slot and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's daughter reported via phone call that the customer's blood glucose was 500 mg/dl and she needed assistance to deliver insulin to the customer. Customer's daughter reported the insulin pump alarmed a no delivery alarm. Customer was unable to remove the battery cap. During troubleshooting, customer was unable to rewind the insulin pump and found a failed battery test alarm and a bad battery alarm. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.